Event description:
It was reported by the customer that the device was used during a laparoscopic cholecystectomy. The device clip fell out of the jaws not formed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.